Manufacturer narrative:
If explanted; give date: not applicable, as the lens remains implanted. Reporter first/given name: full name not provided. Reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation with an intraocular lens (iol), a ¿plastic¿ particle was left behind in the eye. It is unclear if the plastic particle is from the iol or from the cartridge. Lens fully inserted. Patient status is unknown. It is unknown if daily activities were significantly affected. No further information was provided.

Manufacturer narrative:
Additional information: the intraocular lens (iol) was not returned for evaluation as it remain implanted, only the alleged foreign material was received. Product evaluation was performed under magnification. A vial with a particle submerged in an unknown solution was received. The material was sent to an independent laboratories for analysis. Per independent laboratories, the complaint material was determined to be a mixture of polyethylene and erucamide. The independent laboratories fourier transform infrared (ftir) analysis was compared to the manufacturing site ftir database and two materials matched above the 0.90 correlation threshold. Those materials are: container lid (orange) and tyvek lid (cartridges). According to the comparison of the ftir result with johnson and johnson, anasco manufacturing process library, there is a high correlation result with container lid (orange) and cartridge tyvek lid components. Container lid (orange) is used to take the water samples from the wash pan during the wash and dry process and tyvek lid is used to seal the cartridges (1mtec30). Even though there are a high correlation with anasco process components, the particle received appearance and color does not match with these components. The particle received is clear color and the appearance is like hard plastic. Based in the investigation results, the potential assignable cause is undetermined. The product was not received for evaluation and the particle appearance does not match with the anasco components matched with polyethylene. The actual source cannot be determined from this investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.